Manufacturer narrative:
(B)(4). Evaluation completed for product returned: no defect found. Mlurc: user's test strip had poor storage.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 115 to 130 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking insulin to manage diabetes. Verified storage of product is not within instructed specification. Test strip lot manufacturer's expiration date is 12/25/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:300mg/dl (B)(6) 2015 08:00pm. Adverse event not reported.